Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal dislodged from the delivery tube after attempting to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The loading device was returned to the factory for evaluation. No evidence of blood and clinical used were observed. The delivery device was not returned. The seal and tension spring assembly remained inside the loading device. The device as returned was unable to be evaluated for position of slide locks and plunger. As delivery device was unavailable for the evaluation, the measurements were not taken. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal dislodged from the delivery tube after attempting to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.